Manufacturer narrative:
The device used in the reported event was discarded by the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a hospital in the (B)(6) stating that the cutter primed and was cutting normally at the beginning of the procedure. However, after a short time the pitch noise the cutter was making changed and the cutter stopped cutting and was pulling on the vitreous. The cutter was changed and the procedure was completed without any injury or consequences to the patient.